Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A testing protocol using control material and pooled serum was executed using lot 42780uq07; testing met the acceptance criteria and determined the reagent is performing acceptably. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the clinical chemistry total bilirubin assay, list number 06l45, lot 42780uq07 was identified.

Event description:
The customer observed falsely increased total bilirubin results on a newborn while using the clinical chemistry total bilirubin assay. The customer provided the following results (mg/dl): (B)(6). A sample was sent to labcorp and generated a result of 14.6. A new blood draw was completed at a different hospital generating total bilirubin results between 12 - 14 (no specific data was provided). The results were not generated using the architect analyzer. No impact to patient management was documented. No additional patient information was provided.